Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as both grippers actuated as intended. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that during preparation of the clip delivery system (cds), one gripper am did not fully raise. Troubleshooting was performed, but failed. The cds was not used in the patient and the procedure continued with a new cds. The procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.